Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer had to go to the emergency room on (B)(6) 2017 at 8 a.m. Due to high blood glucose. The customer had symptoms such as nausea and was throwing up. They had high keystones. Their blood glucose was over 600 mg/dl. The customer¿s blood glucose level at the time of admission was 400 mg/dl. The customer got fluids and anti-nausea medication. The customer was wearing the insulin pump at the time of hospitalization and it was noted that they had a bent cannula. The customer¿s current blood glucose level was 210 mg/dl. Troubleshooting was not completed because the customer was not at home. The device will not be returned for analysis.